Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of main tube thermal damage complaint. Visual inspection was performed, and the main tube was found to have thermal damage at the distal end. The thermal damage was found on the main tube where it meets the proximal clevis. The proximal clevis showed slight discoloration, likely caused by the thermal damage on the main tube. This type of failure is typically attributed to mishandling/misuse. Additional observation not reported by site: the instrument was also found to have various scratch marks removed on the main tube. The scratch marks were 0.112 - 0.158 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling / misuse.

Event description:
It was reported during central processing and cleaning, damage was observed around the metal tip of the cadiere forceps instrument. There was no report of patient involvement.